Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd bbl¿ tb stain kit k, 1 bottle in the kit had no label. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. The batch history record review indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there has not been a trend for this defect. The customer reported the label for a component of the kit was missing. Two photos showing the kit box and the components were provided. Based on the photos provided this complaint is confirmed. Bd will continue to trend on labeling complaints and assess product intended uses against regulatory requirements. If you have further questions, please contact bd technical services.

Event description:
It was reported prior to use of bd bbl¿ tb stain kit k, 1 bottle in the kit had no label. There was no health impact or consequences reported.